Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported via a manufacturer representative (rep) that they felt the stimulation from the implantable neurostimulator (ins) in his heart and he couldn¿t get up. It was noted that the patient was moving a 150-pound podium, fell, and the lead moved. Paramedics had to take the patient to the emergency department (ed) and they were sent for an x-ray to determine the location of the lead. Additional information was received from a rep on 2017-feb-06. It was reported that the x-rays performed indicated that there was no lead migration, impedances were checked as an action to resolve the lead movement and stimulation in the heart; the impedances ranges were normal and within normal limits. Lastly, the rep stated that the patient was diagnosed with seizures, they assumed that it was spinal cord stimulation system related and the doctor ruled it out. Surgical intervention did not occur and it was not planned. The patient was alive with no injury and the indication for use for the implanted device was noted as non-malignant pain.